Manufacturer narrative:
Results: one used sample without packaging was returned for evaluation. A visual inspection revealed the safety shield was disengaged. Conclusion: although bd confirmed the customer's reported defect, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Results: the customer reported that a sample is available for evaluation, but it has not yet been returned. However, the manufacturing site in (B)(4) completed a no sample investigation on 04/24/2017. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6106031. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: an absolute root cause for this incident has not yet been determined as the evaluation is still in progress. Upon completion of the investigation, a supplemental report will be filed. Remedial action required: capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. (B)(4).

Event description:
It was reported that after using and activation the safety shield of a 23 g x 1 in. Bd eclipse¿ hypodermic needle, the shield went to the side of the needle and then fell off. There was no report of injury or medical intervention.